Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Unable to verify insulin flow blocked alarm and perform the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump received with blank display due to battery tube connector not plugged in properly to electrical board. The battery tube connector plugged back into the electrical board, monitored and no blank display noted. Insulin pump received with normal operating currents. Insulin pump received with the three heat stake post broken on the battery cap, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm, insulin pump was dead and the battery metal cap of the metal contact was detached already. The customer's blood glucose level was 165 mg/dl. Customer declines troubleshooting because the insulin pump was dead already. Advice to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.